Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.25x28mm xience xpeidition stent referenced is filed under separate medwatch report number.

Event description:
(B)(6). It was reported that on (B)(6) 2014, the patient underwent a coronary procedure, treating a chronic total occlusion in the right coronary artery (rca). Three xience xpedition stents (2.25 x 28 mm, 2.5 x 38 mm, 3.0 x 18mm) were implanted. On (B)(6) 2019, 100% restenosis was noted in the 2.5 x 38 mm xience xpedition stent in the mid rca. On (B)(6) 2019, 100% restenosis was noted in the 2.25 x 28 mm xience xpedition stent in the distal rca. Balloon angioplasty was performed on (B)(6) 2019 in the mid and distal rca. The patient condition resolved on (B)(6) 2019. No additional information was provided.